Event description:
Nurse reporting that the needle did not retract post injection. Nurse on the unit reported that the retractable needle did not retract as it was intended. Nurse stated this has happened before with same style of needle but unsure if it was from the same lot number. Nurse confirmed today on (B)(6) 2018 at 12:37 pm that same issue occurred with another needle from the same lot number. This becomes a safety issue for the patient and employee when the needle does not retract and could result in a needle stick with a contaminated needle.